Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring: black. Pump case type: ngp. Customer returned device for an alleged pump error 130 and pump error 63 observed on september 20, 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, and force sensor test. However, the pump failed the self test due to pump error 63. Pump successfully downloaded to thus. Pump error 63 variable 3 was noted in the history download on 20-sep-2022 due to loosened pins on the u1 chip. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay in summary, customers alleged pump error 63 was confirmed. Pump error 63 was alarmed during testing and noted in the pump's history due to loosened pins on the u1 chip. Pump error 130 was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received multiple pump error on insulin pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. The product will be returned for analysis.